Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. At the time of initial implant there was an aortic cuff placed proximal to the bifurcated stent graft. Vessel tortuosity was little to moderate with moderate calcification. 42 months post stent graft implantation a request for a talent aortic cuff was requested. It was reported the pt presented with a persistent proximal type I endoleak, resulting in enlargement of the aneurysm sac. Due to the pt's angulated proximal aortic neck, a conventional aneurx aortic cuff would not adequately seal the type I endoleak and a talent aortic cuff was implanted.the physician also repaired the left hypogastric 3.5 cm aneurysm with coils and then implanted a 15 cm x 8.5 cm aneurx iliac extension stent graft resulting in excellent flow through both iliac systems. It was reported that the pt was hospitalized 11 days post talent aortic cuff implant with congestive heart failure. The pt was treated with diuretics and intravenous antibiotics with improvement and discharged 6 days later. Pt is reported to be fine. No additional clinical sequelae were reported.